Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: unk. According to the reporter: the balloon failed to inflate during a inguinal laparoscopic hernia repair. Patient outcome: fine. No patient injury was reported.